Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during replacement of the control pc board, the new pc board was found defective. There was no patient involvement. (B)(4)

Manufacturer narrative:
The investigation of the reported pc (printed circuit) board failure has been finalized. It was reported that one new ordered control pc board was faulty when trying to install. The pc board was returned for investigation. The review of the returned device log reveals an alarm indicating a communication error. The returned pc board was mounted into a test device for software installation. The installation of software got stuck on the first attempt but the second attempt was successful. The device passes the system pre-use check without any deviation, no permanent fault could be establish. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).